Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test in 2009 indicated multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report.